Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recx2331 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a patient had copious drainage from the PICC insertion site. It was stated the catheter had a micro-perforation and the medications were leaking out. The PICC was removed and discarded. Bd tm stated there was a pin-size hole very near the insertion site. No other information was provided.